Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer, with assistance from technical support, successfully reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.